Event description:
It was initially reported that lack of response occurred following catheter revision. It was stated that "potential reason may be dead space in new catheter not yet filled with drug due to long (200 hour) bridge bolus programmed because of a simultaneous change in concentration". It was later reported x-rays indicated catheter migration, "requiring surgical revision of spinal catheter". Drugs delivered via the device were baclofen 3000mcg/ml and gabapentin. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model: 8731, serial# unk, implanted: unk, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).